Event description:
It was reported that the right ventricular lead was explanted due to unacceptable thresholds and insulation damage. No patient complications were reported as a result of this event.